Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the rv lead showed low impedance and high thresholds. The physician made several attempts at implant but results were not ideal. The physician suspected "there was a problem with the quality of the electrode". The rv lead was replaced. No patient complications have been reported as a result of this event.